Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a duodenal stenting procedure performed in 2009. According to the complainant, during a fluoroscopic guided procedure, a duodenal stent was implanted for treatment of a severe tumor stricture. The initial procedure was completed with the same wallflex enteral duodenal stent. The pt continued npo and ng draining for seven days. On the 7th day, the physician found that the tumor had ingrown into the stent. The physician believed that the 12 centimeter stent was appropriate for the procedure, but found that the stent braided mesh was too large for the pt. The following procedure was completed in the next day, with a wallstent enteral endoprosthesis being placed inside the wallflex enteral duodenal stent. The ng drain was removed in the next day, at which time, the pt was able to eat some fluid food. The pt's condition at the conclusion of the followup procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.